Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that their stimulation was too strong that was hurting them. Patient mentioned that they realized that the stimulation was so strong that they had pain. Patient mentioned they did not recall they had to access their therapy with their devices and kept having the strong and painful stimulation for a week before they decided to access the therapy and make an adjustment. Patient spoke to manufacturing representative (rep) last friday and were able to make an adjustment but patient decided to decrease it a bit more on their own as the stimulation was still uncomfortable. Patient also reported that they were still feeling the stimulation and was still uncomfortable. Patient said that they were going more to the bathroom because the stimulation was so strong. Agent reviewed therapy information and general programming guidance with the patient. Patient decided to leave the stimulation as is and wait until they see their healthcare provider (hcp) this week. The patient was redirected to their hcp to further address the issue. Patient has an appointment with hcp on thursday.